Event description:
A report was received that the patient developed a burn over the ipg. The physician was able to confirm that the burn was an allergic reaction to the charger adhesive patches. The patient was advised to let the site heal and was given a prescription to fill if the site did not heal on its own. The patient reported that the site was improving.

Manufacturer narrative:
The returned product analysis confirmed the adhesive patches passed visual inspection. The device exhibits normal device characteristics.

Event description:
A report was received that the patient developed a burn over the ipg. The physician was able to confirm that the burn was an allergic reaction to the charger adhesive patches. The patient was advised to let the site heal and was given a prescription to fill if the site did not heal on its own. The patient reported that the site was improving.